Event description:
The customer stated that she was hospitalized for blood glucose levels above 600 mg/dl. The customer stated that the doctor did troubleshooting on the insulin pump, and determined that it was faulty. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.